Event description:
Patient presented with diffuse lamellar keratitis (dlk) on both eyes (ou) since intralase surgery in (B)(6) 2012. Doctor reported that the patient was stage 1-2 in her right eye (od) and stage 3 in her left eye (os). Doctor lifted and irrigated both eyes. Doctor believes that central toxic keratoplasty (ctk) has developed in her left eye. Pre-op best corrected visual acuity (bcva) was 20/20 ou. Postoperative is 20/30 od and 20/40 os.

Manufacturer narrative:
(B)(4): central toxic keratoplasty. Conclusion - the equipment was not evaluated after the treatment date, which occurred on (B)(6) 2012, due to the fact abbott medical optics (amo) became aware on (B)(4) 2012. The condition of the system (since the time of the event) will make the evaluation impossible. Note: all pertinent information available to amo at the time of this report has been submitted.